Event description:
It was reported that the patient presented to the clinic. The right atrial lead was explanted due to noise. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of noise was not confirmed. Final analysis found that as received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.